Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained the blood glucose reading of 'hi mg/dl' (greater than 600 mg/dl). At that time, the patient experienced no symptoms of high or low blood glucose levels and did not test for urinary ketones. The patient reported she had not taken any bolus doses of insulin since 4:51 pm on (B)(6) 2012. The patient did not seek any medical attention and took no actions to address her elevated blood glucose levels. Troubleshooting revealed the pump date/time and basal settings were correct. It was also revealed the pump gave ''empty cartridge'' alarms which the patient did not address. This can cause the pump to stop giving the programmed basal doses of insulin. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by not taking bolus doses of insulin, and by not addressing pump alarms, both of which may have contributed to her elevated blood glucose levels. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 submitted: 09/04/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/09/2012 with the following findings: there was no activity outside normal use observed in the black box or download history. Review of the black box revealed a replace cartridge alarm recorded on (B)(6) 2012. During the cartridge change, the time and date on the pump reset to the default setting of (B)(6) 2007 12:00 am. The time and date was not reset to reflect the current time and date and continued to run on the default setting for approximately 10 hours. During that 10-hour period, two boluses were delivered and recorded in the bolus history with the date of (B)(6) 2007. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.